Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
67/4315 - intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly and the instrument passed the clip test. The instrument was fully functional. Based on failure analysis investigation results, the initial MDR report is being retracted because: the customer reported complaint was not confirmed nor replicated during failure analysis investigation. Failure analysis investigation confirmed that the instrument passed the clip test and confirmed that the instrument was fully functional. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur.

Manufacturer narrative:
(B)(4) - isi has not received the medium-large clip applier instrument involved with this complaint. If the product is received or if additional information is obtained, a follow-up MDR will be submitted. A review of the instrument log for the medium-large clip applier instrument associated with this event confirmed that the instrument was last used on 25-aug-2020 on system sk2353. Per logs, the instrument has 82 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Based on the information provided at this time, this complaint is being reported because: a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, although it was confirmed that the clip was correctly positioned on the medium-large clip applier instrument, the clip came off several times when clipping. It was reported that the customer tried another medium-large clip applier instrument and it worked fine. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: medium hem-o clips were used with the clip applier instrument and the target vessel was about 3 mm in diameter. No injury occurred to the patient. The customer was unwilling to provide the patient demographic information nor information about the patient's medical history and relevant tests.